Event description:
A clinical incident was reported to arthrocare corporation via medwatch report (B)(4). On (B)(6) 2010, the patient underwent a shoulder arthroscopy using an ultravac with integrated cable wand. It was reported that a piece of the tip of the wand had either melted or broken off. The surgeon inspected the operative area with a scope and did not find a piece in the patient. It is unknown whether a piece of the device was left behind in the patient.

Manufacturer narrative:
The wand is returning to arthrocare for investigation. Once the device investigation and lot history review are completed, a follow-up report will be provided.